Manufacturer narrative:
Unit received with button error alarm and had unresponsive act button due to corroded keypad traces. Unit had minor cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm while attempting to calibrate sensor. Customer was not sure how it occurred. Customer's blood glucose was 113 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.